Event description:
It was reported that the surgeon had noticed a foreign object coming out of the injector of the preloaded intraocular lens (iol) when the lens was inserting into the patient left eye. The small tubing came out of the lens. It looked like "spaghetti noodles". It was not sure if the lens was had patient contact. The lens was not stuck in the cartridge. The issue was observed during the insertion of the lens. There was no patient injury. There was no medical/surgical intervention required. The patient is doing fine. From additional information it was learnt that there was patient contact and the lens with the foreign object was sent for investigation. No other information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - date returned to manufacturer: 09/09/2024. Device evaluation: visual inspection of the complaint device reveal that it was received with the plunger rod fully retracted. A portion of a clear tube was on the outside of the cartridge. The handpiece was externally inspected and viscoelastic residue was distributed through the length of the cartridge. No additional issues were identified externally. The material was sent to eag laboratories for further evaluation. Per eag laboratories, the material was consistent with a mixture containing a silicone species and salt species similar to sodium hyaluronate. The ftir spectrum raw data output file generated by eag laboratories was compared against the añasco manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿n/a demolding tube¿ with a 0.713827 correlation. The complaint issue foreign material - loose was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, section d9: returned to manufacturer on: 07/01/2024 section h3: device evaluated by manufacturer: yes, device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that it was received with the plunger rod fully retracted. A portion of a clear tube was on the outside of the cartridge. The handpiece was externally inspected and viscoelastic residue was distributed through the length of the cartridge. No additional issues were identified externally. Further evaluation showed that the material was consistent with a mixture containing a silicone species and salt species similar to sodium hyaluronate. However, the fourier transform infrared (ftir) spectrum of the mixture did not match any of the materials from the manufacturing process ftir library. Conclusion: the complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.